Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial #: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37712, serial #: (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 22-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) and healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient was having a routine battery exchange. The battery was already at end of life (eol) so the rep was unable to interrogate. The patient reported that she had good stimulation in both legs prior to the battery depletion. At the replacement the doctor noticed the right lead insertion looked a little frayed, and show out of range on all electrodes. The doctor was unprepared to replace the lead that day, so he wanted to wait till post op appointment to reevaluate. The plan now is to schedule for lead replacement. The patient presently only had coverage in their left leg. The rep noted that programming was done. No further complications were reported. No additional patient symptoms were reported.

Event description:
Additional information was reported that the patient's lead replacement has not been scheduled yet and the cause of the patient's lead being frayed was not determined. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.